Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: to aid in the investigation of this issue, a picture of the affected samples was returned for evaluation by our quality engineer team. Through examination of the picture, the blister packages were observed without any variable information. The picture sample was sufficient in confirming the reported defect. It has been concluded that this incident resulted from a non-conformance in the primary packaging machine. During the variable printing process, an unexpected problem occurred and as a result, the information was not properly printed onto the blister packaging. As a lot number was unknown for this incident, we were unable to thoroughly review the production history records for this specific lot number. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that 5 bd discardit¿ ii syringes experienced missing label information. The following information was provided by the initial reporter: absence of lot number and expiration date.

Manufacturer narrative:
H.6. Investigation summary: to aid in the investigation of this issue, a picture of the affected samples was returned for evaluation by our quality engineer team. Through examination of the picture, the blister packages were observed without any variable information. The picture sample was sufficient in confirming the reported defect. It has been concluded that this incident resulted from a non-conformance in the primary packaging machine. During the variable printing process, an unexpected problem occurred and as a result, the information was not properly printed onto the blister packaging. As a lot number was unknown for this incident, we were unable to thoroughly review the production history records for this specific lot number. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that 5 bd discredit¿ ii syringes experienced missing label information. The following information was provided by the initial reporter: absence of lot number and expiration date.